Manufacturer narrative:
(B)(4).

Event description:
The patient's husband reported that the patient experienced a stroke on (B)(6) 2016. The patient was taken to the hospital and later expired due to heart failure on the same day.